Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to klebsiella pneumoniae. On an unreported date, the patient was hospitalized and was treated with unspecified anti-inflammatory drug infusion for the peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Action taken with pd therapy was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: upon follow up it was reported there were two peritonitis events. The first event occurred on an unspecified date in aug2022 and the second event was sep2022. B5: upon follow up, it was reported that pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.